Event description:
It was reported that this brady lead was not successfully implanted due to unknown product performance anomaly. This brady lead was replaced with the same model and not implanted. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that there were no issues on the lead as the target vein the physician intended to use were too tortuous. This observation no longer meets the definition of malfunction as it was confirmed that the lead was operating normally. Amending MDR decision to MDR=no report.

Event description:
It was reported that this brady lead was not successfully implanted due to unknown product performance anomaly. This brady lead was replaced with the same model and not implanted. No adverse patient effects were reported. Additional information received indicates that the physician successfully cannulated the coronary sinus and positioned this brady lead in the vein. However, the target vein the physician intended to use were too tortuous. This brady lead will not be returned for analysis.